Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported, the patient received less medication than intended. In 2007, at an unspecified time, the device was programmed to deliver d5.9ns at a rate of 125ml/hr with a volume to be infused (vtbi) of 1000ml. At an unspecified time, the delivery was started. The next day, at an unspecified time, the device alarmed for an "empty container." After the nurse responded to the alarm condition, it was noted that between 400ml and 500ml of fluid remained in the solution container. The device was reprogrammed to deliver at a rate of 125ml/hr with a vtbi of 400ml and the delivery was started. After an unspecified length of time, the device alarmed for an "empty container." At that time, the nurse noted that 200ml remained in the solution container. The device was reprogrammed to deliver at a rate of 125ml/hr with a vtbi of 200ml and the delivery was started. At this time, the nurse noted that the fluid in the drip chamber was dripping slowly. The nurse repositioned the tubing set by placing it into the tubing guide on the handle of the device. The fluid reportedly began dripping faster in the drip chamber and the delivery was completed. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no add'l information was provided.